Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a no delivery alarm and that the piston was not moving. The customer's blood glucose reading was 236 mg/dl. The customer tried to perform a fixed prime and stated that insulin did not exit and the device alarmed no delivery. The customer rewound the device and it did not alarm no reservoir. The customer stated that the device had a series of beeps. The customer was advised that the device needed to be replaced and to return the device for analysis.

Manufacturer narrative:
The pump was received with no esc or act button response due to a flattened button dome switch. The keypad connector on the lcd board was inspected and no anomaly was noted. Unable to verify the no delivery alarm or perform the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart tests, or the operating current tests due to no esc and act button response. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.